Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung disease, and pneumonia. The patient was hospitalized for pneumonia. No other medical interventions were specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung disease, and pneumonia. The patient was hospitalized for pneumonia. No other medical interventions were specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation. There was no evidence of foam degradation.